Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: on (B)(6) at 1:50, the patient had shortness of breath, low oxygenation index, and respiratory alkalosis. The ICU assisted the doctor in administering endotracheal intubation to the patient and connected a ventilator for statistical analysis. The patient's blood oxygen saturation remained within the normal range. On (B)(6) at 10 o'clock, the ventilator continued to alarm due to sensor errors and high tidal volume. After investigation, the issue could not be resolved. To avoid affecting treatment, the nurse immediately replaced the patient with a ventilator, and the patient was able to use the ventilator for assisted ventilation normally after use. No health consequences or impact.